Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert due to blank display. The pump was received with moisture damage on motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the batteries only lasted for 10 hours. The replacement battery cap did not resolve the issue. The insulin pump was returned for analysis.